Event description:
Patient was undergoing gastric bypass. Endoscopic stapler inserted for transection. Stapler would not fire. Stapler removed from field and new stapler obtained. Procedure continued without further event.